Event description:
It was reported that during a laparoscopic cholecystectomy procedure, it was recognized that during stapling on the cystic artery the clips were crossed and not holding. Procedure was completed using same like device. There were no adverse consequences to the patient reported.

Manufacturer narrative:
(B)(4). Device was not returned for evaluation. Multiple request for return of device have been made but no device has been returned. Additional information: which firing of the device did this event occur on? When the during firing devices cross beats. What vessel or structure was the device fired on at the time of the event? Cause of devices beats on cross vessel or structure never closed. Was the clip fully advanced into the jaws prior to firing? Surgeon makes manipulation during the firing clips jaws swipe and beats of cross. Was there any torquing or twisting of the device present at the time of firing? Manipulations happens because of area of the clips. Was any unexpected resistance felt while firing the trigger? No. There wasn't unexpected resistance felt while firing the trigger. Were any unexpected noises heard? No. There wasn't unexpected noises heard. Did somebody other than the primary surgeon fire the instrument? If so, whom? No. Just only surgeon makes. Was there a recent conversion to ees devices in this account or with this surgeon? No. Surgeon didn't specify.

Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.